Event description:
It was reported that the patient presented for a routine device change out. Prior to the procedure, it was noted that the pacemaker and the right ventricular (rv) lead exhibited noise episodes, resulting in oversensing. The pacemaker was explanted and replaced. The rv lead was capped and replaced. The patient condition was stable. Related manufacturer reference number: 2017865-2024-33911.